Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected intact pth (ipth) results were obtained when api samples were processed using vitros ipth lot 1680 on a vitros 5600 integrated system. In addition, lower than expected ipth results were obtained when non-vitros (biorad) level 1 and level 2 qc fluids were processed using vitros ipth lot 1680 on the same vitros 5600 integrated system. Api ias-06 sample result of 251.85 pg/ml versus the api mean result of 182.95 pg/ml api ias-10 sample result of 196.72 pg/ml versus the api mean result of 141.05 pg/ml api ias-09 sample result of 342.24 pg/ml versus the api mean result of 244.97 pg/ml api ias-07 sample result of 109.07 pg/ml versus the api mean result of 79.63 pg/ml biorad level 1 (lot 64940) results of 17.43, 17.68, 16.78, 17.03, 16.61, 16.62, 15.57, 14.66, 15.59, 17.04, 17.84, 16.79, 17.81, 16.89, 17.00, 16.94, 15.60, 141.06, 17.02, 17.56, 17.24, 16.70, 17.14, 17.71, 17.35 and 17.56 pg/ml versus the baseline mean of 25.5 pg/ml biorad level 2 (lot 64940) result of 141.06 pg/ml versus the baseline mean of 202 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros ipth results were obtained when the customer was processing non-patient samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number four of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4), (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected intact pth (ipth) results were obtained when api samples were processed using vitros ipth lot 1680 on a vitros 5600 integrated system. In addition, lower than expected ipth results were obtained when non-vitros (biorad) level 1 and level 2 qc fluids were processed using vitros ipth lot 1680 on the same vitros 5600 integrated system. A definitive cause of the higher than expected results from api sample testing and the lower than expected results from biorad level 1 and level 2 qc fluid testing was not determined. Historical qc results leading up to the higher and lower than expected vitros ipth results indicated acceptable vitros ipth lot 1680 reagent performance. Additionally, ongoing tracking and trending did not identify any signals to suggest there is a systemic quality issue with vitros ipth lot 1680. The customer has since put into use vitros ipth lot 1811 and qc results demonstrate acceptable vitros ipth reagent lot 1811 performacne. No diagnostic precision testing was conducted on the vitros 5600 integrated system around the time the higher and lower than expected vitros ipth results were obtained. Therefore, instrument related issues cannot be ruled out as a contributor to the event. It is possible improper handling of the biorad qc fluid contributed to the lower than expected vitros ipth results, however, this could not be confirmed.